Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set up, cut light came with an audible alert like it was being used though pedal was not touched and not initiated. There was no patient or staff impact.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found the front panel is damaged. The reported condition was confirmed. The investigation found the monopolar outputs activate the cut mode rf repeatedly with no footswitch or instruments attached or actioned. With the correct patient return established, rf was witnessed being generated from the unit without user input. The investigation found the most probable cause of the reported event to be the footswitch pcba. An estimate for the proposed repairs was sent to the customer for review. The customer declined the estimate and no repairs to the returned equipment were made. The service center reported the front panel assembly had dislodged on the rhs and all the screw housings had broken off. The investigation found the front panel contacts were not resting in the clips correctly, while the clips were pushed open and were touching other contacts in places. The investigation found the most probable cause to be the damaged front panel. An estimate for the proposed repairs was sent to the customer for review. The customer declined the estimate and no repairs to the returned equipment were made. If information is provided in the future, a supplemental report will be issued.